Event description:
Customer reported an intermittent communication error, and the hand control is cracked. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the tgi board and hand control. System operates as intended.